Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval the device operated as intended. The jaws of the device opened and closed fully and the device was able to lock and unlock freely. The device also passed all electrical testing. The device history record was reviewed and no discrepancies were found. The instructions for use state, "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt."

Event description:
It was reported that during a total vaginal hysterectomy, the device was clamped down on tissue and would not release. The jaws had to be forced open in order to get it of the tissue, and the device was then used to complete the procedure. There was no pt injury.